Manufacturer narrative:
Additional information was added to h6, and h11. H11 : a service history review was performed and revealed that the device most recent servicing of the device occurred greater than 12 months ago. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump backcheck valve failed to prevent secondary fluid from flowing into the primary bag during patient IV piggyback infusion. It was reported that, in response to whether this issue occurred with other secondary medications and the infusion parameters at the time, the backflow was first noted during potassium chloride (kcl) administration and persisted when a separate 50 ml secondary ivpb was tested, as documented on video. The infusion rate at the time of the potassium chloride infusion was 25 ml per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.